Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint devices were received and evaluated. 4 inserters with one anchor intact and two anchors separated from the inserters were returned. The first and second anchor showed no anomalies. There was no fracture on the anchor noted. The third anchor however was broken at the distal end. This complaint cannot be fully confirmed. Typically, anchor breakages are associated with off -axis insertion, levering during insertion, incorrect instrumentation or hard bone quality. It was noted that correct instrumentation was used however no further technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be partially confirmed, a root cause for this failure cannot be discerned. It is a possibility that the anchors broke while tensioning due to overloading of sutures as reported. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2018-52129, 1221934-2018-52132, 1221934-2018-52133. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the anchors broke on insertion due to possible overloading of sutures. Finished procedure with competitive anchors (arthrex). Delay in procedure is unknown. No reported adverse event to patient. 7 anchors in total were used in the procedure and 4 of them broke during insertion. Healix advance 4.5 awl was used. At least 2 fiber tape plus at least 1 number 2 oc- (the surgeon thinks he overloaded the anchor). The bone quality of the patient was reasonable.